Event description:
Customer reported receiving lost sensor alerts during initialization. Customer states that the insulin pump is not communicating with the transmitter. Customer also mentioned that the issue has occurred with three sensors that were not damaged. Customer's current blood glucose reading is 67 mg/dl and has treated with a meal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to high readings.